Event description:
Analysis of the returned device noted that the stent was partially deployed from the delivery system. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device noted that the stent was partially protruding from the outer body; the inner body bumper marker was butted against the stent proximal markers. The outer body was found to be severely compressed on several places on its middle and distal sections and a slight compression on the proximal section. The inner body dual tapered tip was examined under magnification and no anomalies were found. The inner body had a slight bends at 4.5cm and 7.5cm from the proximal end. The stent was fully deployed in the laboratory and a lot of resistance was encountered due to the anomalies noted to the outer body and inner body. There was blood noted to be present in the inner body and outer body indicative that continuous flush was not maintained. No other anomalies were noted. From the condition of the returned device it appeared that the stent had been pushed with the inner body bumper marker. The damage noted on the stent delivery system is indicative of high friction being encountered. The cause of the high friction could not be definitively determined but it is most likely due to the inadequate flush being maintained as indicated by the blood observed in the delivery system. The directions for use state: "connect the hemostasis valve side port of the delivery system outer body and delivery system inner body to a pressurized sterile heparinized saline flush." Therefore it is most probable that the cause of the reported event was use/user error.